Event description:
The co received a report that an unspecified model pulse oximeter failed to provide oxygen readings during pt use, resulting in the pt's hospitalization.

Manufacturer narrative:
If the device becomes available for investigation, the results of the investigation will be provided in a supplemental report.